Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle that 1 syringe was without markings on the barrel. The following information was provided by the initial reporter: consumer reported found 1 syringe without markings on the barrel.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle that 1 syringe was without markings on the barrel. The following information was provided by the initial reporter: consumer reported found 1 syringe without markings on the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 01-aug-2022. H.6. Investigation summary: a complaint lot history check was performed on lot # 1242749 for printing (missing scale markings). Customer returned a single 0.5ml syringe. No signs of use and no other defects found. The syringe¿s graduation markings and there was no evidence of missing graduation markings found. A review of the device history record was completed for batch# 1242749. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of scale markings missing.